Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2011, inratio: 2.6, 1.3, reference: 4.0. Customer reported inconsistent results from meter compared to roche test. Test 1: self test did not pass. Test 2: 2.6. Test 3: qc2 high. Test 4: 1.3. Customer therapeutic range 'supposed to be around 3". Comparison roche test gave result of 4.0.

Manufacturer narrative:
Investigation pending.